Event description:
The reporter stated the aa4204vl silicone three piece lens was torn during loading but the damage was not discovered until after the lens was in the eye. The lens was removed without widening the incision and a suture closed the wound. A replacement lens was implanted. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed a haptic was torn and a clear surgical residue on the lens.(B)(4)

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) . (B)(4) - no known consequences or impact to the patient. Torn material. (B)(4).